Event description:
It was reported that pump experienced malfunction when screen went dark and would not turn on, and caller later observed malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer successfully reset malfunction code with guidance from technical support, after which malfunction did not recur, and customer was advised to continue using pump and to call back if issue returned, which caller acknowledged and understood.